Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping, specifically magnet tones, coming from their device and believed something was wrong with the device. The patient's physician checked the device, and there were no alerts triggered. As well, the patient refused to allow a company representative come by and interrogate the device. Approximately ten days later, the device was interrogated and it was noted that there was a magnet alert tone on two separate days. The caller was advised to help the patient figure out where they wer eon those two days to determine the source of the alert tone. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert sound. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping, specifically magnet tones, coming from their device and believed something was wrong with the device. The patient's physician checked the device, and there were no alerts triggered. As well, the patient refused to allow a company representative come by and interrogate the device. Approximately ten days later, the device was interrogated and it was noted that there was a magnet alert tone on two separate days. The caller was advised to help the patient figure out where they were on those two days to determine the source of the alert tone. The device is still in use. No patient complications have been reported as a result of this event.